Event description:
The following case report was recently published in a journal (article attached. A man who had uneventful bilateral cataract surgery with visual acuity of 20/15 without correction presented with severe positive dysphotopsia. Treatment with brimonidine or pilocarpine did not resolve the symptoms. A multiple silicone intraocular lens was piggybacked into the sulcus for each eye and the pt no longer reported dysphotopsia. Initial implant surgery od 2003; 24/2003. Os--piggyback lens placed in sulcus 2005. Od-- piggyback lens placed in sulcus one week after os. Symptoms reappeared for left eye in july 2005. Piggyback lens in left eye had decentered temporally and was repositioned in 2005. Symptoms vanished. Note: the use of two lenses in one eye is not included in the labeling for this lens. MFR report # 1119421-2006-00191-- od (right eye). MFR report # 1119421-2006-00192--os (left eye).

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reported did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.